Event description:
There was an allegation of questionable calcium gen.2 assay results for 10 patient samples tested on the cobas 8000 cobas c 701 module. The customer questioned the initial results as they did not match the patients' clinical diagnoses, which prompted them to repeat the samples. The following are the patient samples from the list identified to have discrepant results: sample 1 had an initial result of 1.57 mmol/l. The repeat result was 2.29 mmol/l. Sample 2 had an initial result of 1.51 mmol/l. The repeat result was 1.93 mmol/l. Sample 3 had an initial result of 1.76 mmol/l. The repeat result was 2.31 mmol/l. Sample 4 had an initial result of 1.79 mmol/l. The repeat result was 2.20 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) found defective tubings at the rinse unit and repaired it. The investigation is ongoing.